Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed and it was determined that the substance was grease that is used for lubrication in the nose tube. It was also noted that the full length of the nose tube is packed with biocompatible grease to lubricate the cutter shaft. This grease is fully biocompatible and non-cytotoxic. Therefore, no product problem was identified and an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a cochlear implant surgery, it was observed that there was a black substance coming out of the distal end of the cutter device. The reporter stated that the black substance was wiped away by the surgeon, and the device was used again with the same result. As a result, the device was removed from the surgical site. There were no delays to the surgical procedure as an identical spare device was available for use. There was patient involvement. It was further reported that the shaft of the cutter device did not contact the patient. However, the oil material may have contacted the mastoid bone. As a result, the area was copiously irrigated and was only in use at the level of facial recess, before the cochleostomy. There were no reports of injuries, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.